Event description:
It was reported by customer's mother that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose levels were over 600 mg/dl at time of hospitalization and were given intravenous insulin drip while in the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.